Event description:
Additional information received later noted that patient was unable to have pump filled on scheduled date due to change in insurance; hasn't contacted the healthcare provider (hcp).

Event description:
It was reported that the patient missed a refill. The refill was due less than one week ago. The patient did not experience any symptoms. The patient was looking for a physician to manage their care. The drug in the pump was baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter model# 8709, serial# (B)(4), implanted: 2006-(B)(4), explanted: unknown.

Manufacturer narrative:
(B)(4).